Event description:
It was reported that the patient was experiencing frequent chronic low flow alarms. Physician medical assessment has determined that the controller low flow alarm threshold be lowered to 2.0 lpms. The controller's lfat was adjusted on (B)(6) 2026. It was also reported that the controller was exchanged due to repeated backup battery fault alarms. It was later reported on (B)(6) 2026 that the patient was already on a low flow 2.0 controller and was not experiencing low flows alarms. Prior to the controller exchange, the patient attempted to resolve the ebb fault alarms by replacing the ebb, which was not successful. The ebb faults resolved after the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Controller (B)(6) was received as return product from the customer in regards to this patient event. Corrections to: d4, d9, h4. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the log files revealed on 21dec2025 ¿ 22dec2025 and 28dec2025 ¿ 02jan2026, backup battery fault alarms activated due to the battery not passing load tests. The backup battery did not pass the load tests due to the unloaded or loaded voltage measuring outside the acceptable voltage threshold. The load tests leading to the alarms were not captured within the log files. The resolution of the alarms that activated from 21dec2025 - 22dec2025 was not captured within the log files. The alarms that activated from 28dec2025 - 02jan2026 did not resolve before the controller was exchanged. The alarms did not affect pump operation. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis. Of note, a backup battery was not returned. A lab reference battery was installed in the controller in order to complete testing. The controller was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing, and an alarm was not reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.